Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding') and device expulsion ('the right micro-insert is more than 50% within the uterine cavity') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included menorrhagia, leiomyoma nos, abnormal uterine bleeding, anemia and endometrial ablation. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingo oophorectomy,endometrial ablatio). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the abnormal uterine bleeding and device expulsion outcome was unknown. The reporter considered abnormal uterine bleeding and device expulsion to be related to essure (ess205). The reporter commented: more than one essure related surgery: yes the right micro-insert is more than 50% within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: -cclusion of both fallopian. Tubes. -the right micro-insert is more than 50% within the uterine cavity. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record:abnormal uterine bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality-safety evaluation of ptc, addition of event "the right micro-insert is more than 50% within the uterine cavity", update of imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included menorrhagia, leiomyoma, abnormal uterine bleeding, anemia and endometrial ablation. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure (ess205). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingo oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding to be related to essure (ess205). The reporter commented: more than one essure related surgery: yes the right micro-insert is more than 50% within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: -cclusion of both fallopian tubes. -the right micro-insert is more than 50% within the uterine cavity. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record:abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: medical record received: event ' medical device removal' was updated by 'abnormal uterine bleeding'. Medical history, lab data, patient demographic, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure (ess205). The patient was treated with surgery (essure removal, more than one essure related surgery). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: more than one essure related surgery: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation for ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 9 months after insertion of essure (ess205). The patient was treated with surgery (essure removal, more than one essure related surgery). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: more than one essure related surgery: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.